Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2022. During the procedure, second flange did not deploy. The stent was partially deployed when removed from the patient and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 31, 2022 that a hot axios stent was to be implanted to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2022. During the procedure, second flange did not deploy. The stent was partially deployed when removed from the patient and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Additional information received on april 28, 2022. It was reported that the stent was released outside the patient after removal.

Manufacturer narrative:
Blocks b5 has been updated with the additional information received on april 28, 2022. Block h6: medical device problem code a15 captures the reportable event of hot axios stent partially deployed. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned completely deployed. The delivery system was received in position "4". Visual examination of the returned device found the inner sheath kinked. No other problems with the stent and delivery system were noted. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure such as characteristics of the lesions, how the device was handled, the technique used by the user and/ or normal procedural difficulties encountered. The reported event of stent partially deployed was not confirmed; the stent was returned completely deployed. Taking all available information into consideration, there is not enough information to confirm the reported event of stent partially deployed as the stent was returned completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.